Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side deflation and expander was used over 6 months. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported unknown side tissue expander rupture. The device was explanted and discarded.